Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot# j0206355v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0204989v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported via a manufacturing representative that the patient had their device explanted secondary to an infection caused by the device. They went to replace the batteries and the patient developed a brain infection and the doctor decided to remove the device. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. **please see manufacturer report 3004209178-2015-15979 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).